Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified therapeutic procedure, the subject device was turned off on its own and the image was disappeared. However the power of the subject device was recovered immediately and automatically without any operation. The procedure was continued and completed with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomenon was duplicated. The image abnormality was reproduced 20 minutes after the power was turned on. It was considered that this phenomenon was attributed to the connector circuit board became hot by electrical heat due to the failure of the component of the connector circuit board. Also it was considered that the failure of the component of the connector circuit board was attributed to the aging deterioration due to the long-term use because the subject device reached the end of its useful life (6 years) had passed. If additional information becomes available, this report will be supplemented.